Event description:
Sorin group (B)(4) received a report that, when attempting to adjust the flow rate of the centrifugal pump, the rpm went to 0 lpm while the control panel displayed 5 lpm. After a short time, an error code was displayed on the control panel. The control panel was power cycled and the issue was cleared.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp system. The incident occurred in (B)(6). This medwatch reported is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, when attempting to adjust the flow rate of the centrifugal pump, the pump rpm went to 0 lpm while the control panel displayed 5 lpm and the led speed control indicators went blank. After a short time, an error code was displayed on the control panel. The control panel was power cycled to clear the alarm. A sorin group representative reproduced the error at the facility. The pump drive unit and control panel were returned to sorin group (B)(4) for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. The facility indicated that there could be potential injury due to this event. The incident was reported to the country's competent authority. This report is being filed in response to these actions.